Event description:
It was reported that the patient underwent a surgical procedure to removed an inflatable penile prosthesis (ipp) due to infection. A new tactra device was implanted. No further information has been reported.